Event description:
Pt undergoing reduction and fixation of l3, l1, and t11 fractures sustained right sided motor loss immediately post-op. A post-op CT showed bone cement anterior in the canal at l1 on the right side and medial to the pendicle at t11 on the right side. The surgeon performing t11 to l1 laminectomies and decompression observed: 1) right sided dural tears which were repaired at t11, 2) a bolus of cement at the medial wall of the t11 right pedicle which was successfully removed, 3) a right sided dural tear at l1 which was too anterior to be repaired, and 4) a small bolus of right-sided cement in the anterior canal on the right side that could not be reached at l1. The pt's injury resolved to two l1 motor deficits (hip flexion and knee extension). In contrast to l3 and t11, no reduction was achieved at l1 because the bone was hard. During surgery, a resident performed the steps at the right side, and his initial approach with an 11 gauge needle was too medial at l1 and t11, and was corrected both times. Based on his assessment of the diagnostic studies and visual field during decompression, the reporting surgeon believes that the mispositioned needle contributed to this injury, probably via the dural tears or else via puncture of the posterior cortex. If the latter is true, then the bone filter device also contributed when cement was delivered into the vertebral body, but exited into the canal via the path created by needle puncture.